Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they had an open bite, chipped teeth, gum recession, and teeth pain during the use of the aligners. Contraindicated.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.